Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer received change sensor and sensor updating alerts and experienced an issue with the pump, being unable to receive readings from their meter to the pump, and received a "device not found" alert. The customer also reported a hypoglycemic event which was treated with glucose/carbohydrate intake. The blood glucose value at the time of the event was 46 mg/dl. The event involved product(s) mmt-7040ma, mmt-1884, mmt-7841zn, mmt-332a and mmt-399a. Troubleshooting was not performed for the hypoglycemic event, and it was not determined whether the auto mode feature was active at the time of the event, or whether the pump was used within 48 hours of the reported event. The tester procedure for transmitter troubleshooting was performed, and it was found that the rf icon did not turn green. The led light blinked when the transmitter was connected to the tester; however, the transmitter did not communicate after the tester procedure was run twice. Troubleshooting was performed for the loss of communication between the transmitter and the insulin pump. The existing pairing was deleted/unpaired, and the pump was prepared to reestablish communication with the transmitter; however, the pump displayed a "device not found" alert. The pump and transmitter were unable to pair after troubleshooting. The customer was informed that the transmitter may not be functioning properly. No further patient complications were reported. No product return is required for mmt-7040ma, mmt-332a and mmt-399a. Mmt-1884 was requested and customer response was the device will be returned. Mmt-7841zn was requested and customer response was the device will be returned.